Manufacturer narrative:
Other applicable components are: product ID: 3057, product type: screening device.

Event description:
Patient and their daughter reported that programmer had error of unable to provide desired settings, ensure all connections. Patient's daughter thought lead had come out because patient had some paralysis and bent over far when using the restroom. Leads removed friday due to them coming out previously. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.